Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) and electrode belt (B) (4) have been completed. As received, the monitor was fully functional and able to perform a baseline and pt treatment sequence. Review of the device recordings showed the device was properly monitoring the pt's ECG rhythm until the battery was pulled approximately 3 hours and 57 minutes after startup. One automatic event was recorded at 6:30:16pm that revealed a polymorphic idioventricular rhythm, initially with a rate of 132 bpm that slows to 21 bpm and then increases to 73 bpm at the recording's end. The ECG morphology is notably different than the pt's initial baseline. No treatment was initiated since the arrhythmia did not exceed the programmed rate threshold of 150 bpm. Approx 8 minutes later, the device detected a loss of contact of one or more therapy electrodes and alerted the patient with audible alarms. Two minutes later, the pt received an audible alarm to check the ECG electrodes. Add'l audible alarms were generated over the next three minutes until the battery was pulled. The lifevest device functioned as designed. Upon receipt, physical damage to the electrode belt was observed. The cable from ECG "b" on the electrode belt was partially pulled from the distribution node. The yellow, orange, red and brown internal wires were broken in the distribution node. The broken yellow wire caused the gel fire circuit to be open. The combination of the remaining broken wires (orange, red, and brown) resulted in no front-back or side-side ECG signal. The root cause of the broken internal wires was the ECG cable being pulled from the distribution node. The exact time or place of the damage to the electrode belt cannot be positively determined but the device recording shows no evidence of damage while the device was powered up. There is no evidence to reasonably suggest the lifevest device caused or contributed to the pt's death. Device manufacture date: monitor (B) (4): 04/2003. Electrode belt (B) (4): 03/2006.

Event description:
The account coordinator (ac) of a (B) (6) female pt emailed zoll lifecor customer support to report the pt's passing. The pt passed away on (B) (6)2010, which was the same day the pt was fit with the lifevest device. The pt was wearing the system at the time of death.